Event description:
During bagging of pt, bag failed and hole was torn in the side.

Manufacturer narrative:
The actual device was not returned and the lot number not provided for our investigation. Attempts were made to have the device returned for investigation. There has been no response or return to-date.